Manufacturer narrative:
Additional repairs outside recall were addressed. The device was repaired, retested, and released back to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp bezel post recall group 1-dom 20- 10/01/2019 09:50:50 marquise hicks (marhicks) recall point of contact: bill ross biomed billross@catholichealth.net 936-266-2032 10/19/2019 08:57:24 dung v nguyen (dnguyen) est rcl to mnr 10/19/2019 09:39:49 dung v nguyen (dnguyen) lvp bezel post recall completed. 11/01/2019 08:10:59 crisleivy pena (crpena) npi confirmed updated from rcl to mnr for the minor repair needed per dung v nguyen, service tech. Repair approved by bill j. Ross, biomed, at bil lross@catholichealth.net for $230. New po# 11-863924. 11/05/2019 08:53:26 dung v nguyen (dnguyen) replaced third party part bezel assy. Replaced latch sears assy was broken and iui connector assy was corrosion. Lvp bezel post recall completed. 11/06/2019 06:35:41 annette a mendez (amendez) 1001910520910007738400119242613444 11/16/2019 08:33:29 joshua monk (jmonk) this file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.